Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump had moisture behind the display lens. On (B)(6) 2012 the patient obtained a blood glucose level of 400 mg/dl and experienced the symptoms of nausea, vomiting, and irritability. The patient tested positive for moderate levels of ketones. The patient corrected his blood glucose levels using insulin injections via a syringe. The patient reported he had worn the pump during work in temperatures up to 130 degrees f. There was no damage seen to the pump, and the pump had not been exposed to moisture. The manufacturer recommends the pump not be exposed to temperatures greater than 104 degrees f. The patient¿s technique was incorrect by exposing the pump to temperatures greater than specifications for optimal operation. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia after this occurred, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the pump history showed "pump not primed" warnings. The pump was exercised for 29 hours with no delivery issues and no loss of primes occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A rewind, load, and prime sequence was successfully performed with no alarms. The force sensor was found to be out of calibration and the force resistance measurement was out of specifications. There was visible moisture in the display and a crack about the ir window. A case leak was observed during leak testing, and there was moisture damage observed on the pcb and the force sensor housing. Correction number: 2531779-03/24/2010-003-r.